Event description:
It was reported that during prior to use tests, the endobronchial tube cuff could not be completely deflate. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).